Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in israel that during an unknown surgery on (B)(6) 2022, it was observed that the saline from a shoulder joint did not go out thru the integrated suction tube on the coolpulse 90 electrode with hand controls device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr clplse90 electrode w hand cntrls: device has not been returned in its original packaging. Active tip is in a used condition. No visible tissue debris in active suction port. No visible procedural debris in the suction tube. No visible damage to the device shaft, handle, cable or plug. Electrical test: all parameters passed. Functional test: the flow test and post activation flow test failed. Multiple attempts to free the blockage on each device was conducted; including a positive pressure applied to the suction path of the devices, along with a negative pressure, and both conducted whilst activating the devices. None of these attempts were successful in clearing the blockages to restore the flow rate within specification. To confirm the location of the blockages, a thin gauge wire was inserted into the suction tube until the blockage was reached. A restriction was found 10mm inside the active suction tube from the proximal end. It is believed the restriction is most probably caused by uv glue. Manufacturer summary: from our investigation were able to confirm the customer reported suction issue with the returned electrode. The blockage was found at the proximal end of the active suction tube and was caused by uv glue. The failure mode seen has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. Further investigation into this failure mode has been conducted under CAPA. The CAPA report kt analysis concludes the most likely root cause being an intermittent unnoticed equipment fault leading to inappropriate presentation of the device to the uv cure station. To help reduce the occurrence of this type of failure process improvements were implemented to linear line 1 (ll1) in cleanroom 1 to utilize a different transfer mechanism concept with improved status monitoring. The complaint device was manufactured in jan 2022 which is post process improvements however this is an isolated case and the improvements implemented from cap-101588 in sep 2021 demonstrates the overall complaint rate for this defect has significantly reduced. The suction failure mode has been reviewed against the systems risk assessment document (B)(4), the highest identified risk within (B)(4) for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigant flow. Risk matrix line 1000 applies. Resulting in reduced visibility & increased procedure time - patient under anesthetic extended period of time. The severity risk category is ¿minor¿- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is ¿minor¿ and ¿frequent¿ and rated as low as reasonably achievable (alra). In the last 12 months a total 58,660 individual 228147 electrodes were shipped. A review of our complaint records over the last 12 months to assess the frequency for this failure mode where uv glue has restricted the suction path shows this reported defect to be an isolated case which is below the anticipated rate of failure detailed in the ra risk management document (B)(4). Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. DHR review has been performed for the complaint device lot number u2201091; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.